Manufacturer narrative:
The subject device evaluation found crack on the plastic cover (c-cover) (insertion section) (c-body) -device distal end , noted to be due to physical stress caused by handling. In addition, the adhesive on a-rubber (bending section ) was found detached. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Repair request was sent for the device (chipping/deformation/scratch of the distal end ) and during incoming inspection, it was found the plastic cover has crack. The crack found noted to be plastic cover from the distal end of the device (insertion section, control body). This report is being submitted for crack on the distal end (damage or deformation due to physical stress (caused by handling). There is no patient involvement on this reported event. No harm reported, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress to distal end while the user was handling the device. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.